Event description:
It was reported that a device was experiencing system error 322. Link switch error (low) alarm. The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval could not reproduce the reported symptom. The device was performance tested for over 24 hours with no occurrences of an ec 322. Four occurrences of ec 322 was confirmed through the ehlr portion of the eval. Although the device was determined to be within spec in relation to the reported symptom, the upper and lower auxiliary assemblies were replaced, as they are known contributors to the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.